Event description:
While trying to bridle the pt.'s duotube, it was discovered that one of the magnets fell off the end when trying to remove and reposition the stylets. The magnet was connected to the opposite stylet upon removal.